Manufacturer narrative:
A radiograph was received confirming the screw fracture. The patient is asymptomatic and requires no intervention. No plan for revision procedure at this time, patient will continue to be monitored. It is unknown if the patient followed post-operative restrictions and suffered a fall. The root cause of this reported event is unknown and no further investigation can be completed. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: · bending, fracture or loosening of implant component(s)..." "...contraindications include, but are not limited to: patients who are unwilling to restrict activities or follow medical advice...." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." Left in-situ.

Event description:
On (B)(6) 2016 a patient underwent a self-fixating interbody replacement procedure without any reported issues. On (B)(6) 2016 during a routine post-index procedure a follow up radiographs showed the inferior c4-5 level screw had fractured. The patient is asymptomatic no revision procedure is planned at this time.